Event description:
Customer reported via phone call that the insulin pump alarmed button error. Customer stated that she went to the gym, ate dinner, changed the set and then the alarm occurred. Customer reported that the insulin pump was exposed to heavy sweating. Blood glucose value was 64 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted. However, the act button did not respond due to flattened button dome switch. No moisture damage on electronics noted. The insulin pump received with cracked display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.